Manufacturer narrative:
H4: the potential lot # r19h28086 was manufactured on 08/29/2019. H4: the potential lot # r19f21036 was manufactured on 06/22/2019. H4: the potential lot # r19e24032 was manufactured on 05/25/2019. H4: the potential lot # r19e22101 was manufactured on 05/23/2019. H4: the potential lot # r19c23054 was manufactured on 03/25/2019. H4: the potential lot # r18j29041 was manufactured on 10/30/2018. H4: the potential lot # r19k20062 was manufactured on 11/22/2019. H4: the potential lot # r18c17107 was manufactured on 03/19/2018. H10: the device was received for evaluation contaminated with blood. Visual inspection was performed using the naked eye which observed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was due to assembly issue excess of solvent in the tubing during manufacturing process. Due to the nature of the returned sample. No additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot numbers: r19h28086, r19f21036, r19e24032, r19e22101, r19c23054, r18j29041, r19k20062, r18c17107 and ur19f16044. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set was ¿broken at the distal tip by the y connection¿ (detached/separated) and resulted in a leak. This issue occurred during use on a patient for an unspecified infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.